Manufacturer narrative:
Patent identifier: (B)(4). Additional product code hrs jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a tibial plateau open reduction internal fixation (orif) while inserting a 3.5 cortex screw on power, the head of the screwdriver snapped off into the head of the screw. A medial incision was made, and the screw was backed out and removed and replaced. All fragments removed from the patient. Action taken when the event occurred medial incision to back the screw out. There was a surgical delay of 30 (thirty) minutes. The procedure was successfully completed. There was no patient consequence. This complaint involves 2 devices. This report is for (1) 3.5mm cortex screw self-tapping 34mm. This report is 1 of 2 for (B)(4).